Event description:
It was reported that a 70 year-old female patient (patient 23) experienced lead migration. After a successful trial period, a pulse generator was implanted. Ten days later, the patient presented for a routine wound check and initial programming, which revealed that the paddle was dislodged, as confirmed with x-rays, requiring a paddle revision. The authors believe the migration may have happened during the generator implantation phase. It was noted that the lead was implanted with no intention of anchoring prior to the issue. However, during the revision procedure, the lead was secured to the fascia with an anchoring device using nonabsorbable stitches.

Manufacturer narrative:
Literature citation: awad, a. J., murray, m. M., morris, j. L. <(>&<)> pahapill, p. A. The retrograde approach of surgical paddle-lead placement for spinal cord stimulation. Neuromodulation: technol. Neural interface (2024) doi:10.1016/j.neurom.2024.09.006. D: please note that only 21 of 26 patients reported in the attached article were implanted with devices manufactured by the reporting manufacturer; additional information has been requested to confirm whether the reported event involved one of these devices or those manufactured by a different manufacturer. Continuation of d10: product ID neu_unknown_lead lot# unknown. Product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.